Event description:
A 6 year-old boy, was originally implanted on august 1, 1996. His implant system functioned normally throughout the next two years. According to info rec'd from the implant ctr, pt began to experience a decrease in hearing quality sometime during july, 1998. The circumstances leading up to the event are unk at this time. However, testing conducted at the center on august 20, 1998, including an exchange of the system's external components, confirmed the clarion system was no longer working. Explantation/reimplantation took place on september 3, 1998. Pt was reimplanted with another clarion device.